Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal prialt 25mcg/ml at 2.5mcg/day (start date of (B)(6) 2015) via an implantable infusion pump. The indication for use of the device was for non-malignant pain, intractable chronic neck and back pain, and failed back surgery syndrome. The concomitant medications were listed as percocet, xanax, ambien, methocarbamol, paroxetetine and fluorocortisone. The patient history was reported as anxiety, depression, goiter, back and neck pain; and allergic to codeine, dilaudid, morphine, fentanyl, and sulfa (sulfa was also listed as inactive). On (B)(6) 2015, the patient was seen for the first pump fill. The incision was well approximated with no drainage, redness or edema. The patient did not have any symptoms at that time, and the staples were removed. The pump was palpated and telemetry was run. The normal saline was removed and the pump, where the expected volume was 19.5ml and actual volume was 19.6ml. The pump was washed with 3ml of prialt, and then filled with 17.0ml of medication. On (B)(6) 2015, the patient had contacted the hcp with no improvement in her pain. On (B)(6) 2015, the patient was seen at the hcp for a pump adjustment for increased pain. The pump had been set at prialt 2.498 mcg/day, and was increased by 100% to 4.997 mcg/day with a 5mcg bolus over 30 minutes. On (B)(6) 2015, the patient contacted the hcp reported the she had not been able to get any relief of her pain, she had large welts on her body, her legs were weak, and was having difficulty standing. The symptoms had begun after the increase in medication. The patient went to the emergency room (ER). It was reported that there was another catheter leak (see (B)(4)). Surgical exploration was performed, and the catheter was removed on (B)(6) 2015. It was noted that no new catheter was placed at that time, and a new catheter would be reattached after the holidays. A culture was obtained from the intrathecal catheter pump with no growth after 24 hours. Another culture was obtained from the wound the source listed as sub-cutaneous of right side, where the results showed no growth after 24 hours and gram stain no organisms seen (absent). Pre-operative blood work on (B)(6) 2015 showed low levels of glomerular filtration rate at 41ml/min and low carbon dioxide at 20mmol/l, and a high creatine levels at 1.30mg/dl. Post-operative (after catheter removal) blood work on (B)(6) 2015 again showed low levels of glomerular filtration rate at 55ml/min; with additional low levels of rbc count at 3.50 10[6], hemoglobin 11.4g/dl, hematocrit 34.9%, mchc 32.7g/dl, and lymphocyte 23.6%. A few high levels were also reported on (B)(6) 2015, specified as chloride 113mmol/l , mcv 99.8fl, mch 32.6pg, rdw 16.1%, and monocyte 10.1%. The date that the leak occurred, troubleshooting related to the catheter leak, and the cause for the leak remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.